Manufacturer narrative:
Initially it was reported that the ventilator failed pressure transducer test during pre-use check and the information about defective expiratory valve coil was provided. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. On-site investigation, performed by our field service engineer, revealed that there was no expiratory valve coil malfunction. The issue was solved by cleaning the expiratory cassette's membrane. Expiratory cassette is only measuring and will not affect ventilation. Therefore, this situation is not safety related, the issue will be noticed before use and appropriate measures can be taken.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).